Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other related or similar reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient suffers from severe pain, discomfort, and inflammation. Litigation also alleges large amounts of toxic cobalt-chromium metal ions and particles to be released into the plaintiff's blood, tissue, and bone. Update 12/31/2014- pfs and medical records received. After review of the medical records for MDR reportability the revision operative note indicated pain, loose cup, and 2 retained screws that were broken. No lab results were provided for the alleged high metal ions. It should be noted that the patient was implanted with a poly liner. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/26/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.